Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the energy selected knob was broken on the heartstart xl. There was no patient involvement.